Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the dialysis center during a three month time frame for lot numbers received. A records review was performed on the sole lot identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A labeling evaluation was performed. No indication of labeling being a contributing factor in the occurrence of this complaint was identified.

Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
According to the complainant, on (B)(6) 2015, the patient underwent dialysis treatment. Reportedly, following the treatment, blood was found to be leaking from the combiset. The patient's sister revealed that a third party "tego" connector was being used in conjunction w/the combiset and she believed this to be the faulty component. She indicated that the blood appeared to be coming from the attached "tego" connector, "the part away from the patient not the screw part." No further info has been received to clarify the exact location of the blood leak. Reportedly, the patient lost approximately 120 ml of blood. There were no patient complications as a result of this event and no medical intervention was required. The patient's condition was noted as being "okay" following the dialysis treatment, however, the patient was said to be feeling tired and weak. Further info has been requested.